Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and required maintenance. A field service engineer replaced the position sensor, but the issue was not resolved, and the drawer was repositioned and tested, but no indicator light appeared and the drawer could not be recovered and replaced the drawer, after which the customer was able to log in and successfully and tested the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and required maintenance. The customer attempted to recover the drawer; it opened, but after closing it, the screen continued to indicate that the drawer was open, so the hardware failed. I attempted to recover the drawer again, but the drawer did not open at all. I then rebooted the machine and performed the drawer recovery process a third time, but the drawer still did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.